Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7077766. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7079953. UDI: (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) would heat up inside the patient's body which led to patient experiencing pocket site and lead incision pain, redness, and burning sensation in the middle of the back. It was also noted that the patient had inadequate pain relief and imaging was taken which confirmed that a lead moved down slightly and was not connected to the implant. The patient received injections for pain in the middle back.